Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 530 to 575 mg/dl at the time of incident. Troubleshooting found that there was an additional motor error in the pump history. Customer was able to rewind the pump and the displacement test passed. Troubleshooting advised customer to monitor the pump and call back if any further issues.